Event description:
A report in which there is an issue with integration of centricity ra1000 and powerscribe 4.7 and higher. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B) (4).